Manufacturer narrative:
(B)(4). Date sent: 9/21/2016. Batch # unk. Additional information was requested and the following was obtained: after tightening the device, did the surgeon wait 15 seconds before firing?yes. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Was the bleed that was identified at the intraoperative area of concern? He didn't think so. How long after the initial procedure did the second surgery occur? 2 days. Were there any issues with staple formation at anastomotic site? If so, what was the shape of the staples? No. What is the current patient status? Improving but still in the hospital.

Event description:
It was reported that following a laparoscopic gastric bypass procedure, where the surgeon was performing a revision of a laparoscopic sleeve to gastric bypass and the bleed came from the gastro jejunostomy site where the circular stapler was fired. Intraoperatively, after scoping the patient after the procedure was done, the surgeon did notice a small area of concern intraluminally but felt it was ok. He did not oversew that bleed site. Patient needed to be brought back to the operating room for second procedure open. The bleeding was definitely coming from the gastro jejunostomy site. Seamguard had been used on the circular stapler. Patient was also transfused with 6 units of blood. Patient is still in hospital but improving. No device will be returning.